Manufacturer narrative:
Product event summary:analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that during a procedure for a normal generator change, the right ventricular (rv) lead was inhibiting the device from full contact with the fascia causing elevated high voltage impedances and high defibrillation thresholds. The lead was partially cut away to free up space in the pocket and the defibrillation thresholds came down. Upon analyzing the lead through an analyzer, the lead was being undersensed, had high impedance and no capture at five volts. A lead fracture was suspected. The lead was partially removed and the remainder was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.